Event description:
The device was removed due to an "infection". As reported to co, the entire device was removed and not replaced. 1/29/97 - upon receipt of the physician/surgeons operating report, it stated, "1/7/97 pt presented in office experiencing a lot of discomfort and pain. On exam, he is quite edematous in both the penis and scrotum. There is no evidence of infection but considerable edema. Preoperative diagnosis: hematoma of the scrotum. Postoperative diagnosis: infected penile prosthesis. Operation: removal of penile prosthesis. Procedure: there was sinus at the side of the penis which was draining serosanguinous material. Upon opening the incision, gross purulence was noted around the pump and the prosthesis was deemed infected. The prosthesis was removed from the incision. The pt tolerated the procedure well".